Manufacturer narrative:
Root cause: the product has been tested for and passed biocompatibility testing. This testing concluded that the product is non-irritating and non-toxic to living tissue. A root cause for the reported issue cannot be determined. Corrective action: due to the investigation and root cause determination, a corrective action has not been taken. Investigation summary; an internal complaint ((B)(4)) was received reporting that, when an absorbent dermanet ag border wound dressing was removed from a patient, the patient experienced irritation, itching, and redness in the area on which the dressing was applied. A sample has not been returned for evaluation. After removing the dressing from the patient, the healthcare facility discarded the dressing due to its contamination. However, the user facility has provided several photographs for evaluation. As part of the design control process, deroyal performed biocompatibility testing on the products, including cytotoxicity, intracutaneous injection, kligman maximization, and systemic injection. The product passed the completed tests. The work order for the reported lot number was reviewed for discrepancies that would have contributed to the reported issue. No discrepancies were identified. Deroyal has sold (B)(4) cases or (B)(4) "eaches" of the finished good from 2015 to present. No previous complaints have been received for the reported issue. Preventive action: due to the investigation and root cause determination, a preventive action has not been taken. The investigation is complete at this time. If new and critical information becomes available, this report will be updated.

Event description:
Upon removing this dressing from several patients (more than 10), it was noticed that these patients experienced some irritation and itching and redness in the area on which the dressing had been applied. The healthcare professionals have had to treat the irritated areas on those patients. The product was being used for its intended purpose. The dressing was applied to the patient's skin to cover a wound.